Event description:
The consumer alleged her concentrator caught fire from static electricity, causing burns on her face.

Manufacturer narrative:
Manufacturer contacted dealer. Dealer advised that the consumer is a heavy smoker. Consumer wrote in their statement that she "usually" turns off the machine when she smokes. History of similar incidents would suggest smoking while in use.